Manufacturer narrative:
The technician found that the communication board was shorted and would not work. The technician replaced the communication power control board and this repaired the bed. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged that the t.v. And nurse call was not working on the bed. No pt impact.